Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of syncope and lightheadedness when lifting arms above head or bending at the waist. Interrogation revealed that noise on the atrial lead inhibited pacing. On (B)(6) 2010 l ead fracture due to crush or friction with the ventricular lead was identified. The lead was removed and replaced.